Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: required intervention: patient went back in a few days for a mitraclip repair, but the same issues were encountered which confirmed that this was an anatomical issue and not any issue with the pascal device itself. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral position where the device was positioned multiple times in multiple orientations at defect location. However, despite every effort each time upon closure, a new jet would appear in the medial commissure area. There was never a significant enough reduction. There was noted a torn chord after these multiple attempts as well as an increase in mr (mitral regurgitation) after attempting implantation. Team was unsure if the chord was ruptured before or after the case, but they were confident that the ruptured chord was not a direct result of the device. There was no device released. And the procedure was aborted. No device issues were noted after bailout. Starting mr was moderate to severe and ending mr was severe. The physician was not satisfied with the procedure and the outcome. Additional information received stated that the patient went back in a few days for a mitraclip repair, but the same issues were encountered which confirmed that this was an anatomical issue and not any issue with the pascal device itself.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. The complaint for chordae damaged in attempt to capture leaflet was confirmed with objective evidence based on evaluation of the procedural images provided. Available information suggests that procedural and patient factors are the likely root cause for this event. Imaging evaluation suggests that procedural issues such as the interaction with chords at the p3 segment being potential contributing factors to the event. Communications with the edwards clinical specialists present during the procedure also suggests that the patient anatomy having complications with amyloid with lateral infraction may have also contributed to the interaction with the chords. No device related issues or malfunctions could be confirmed through the imaging evaluation review or interviews with the clinical specialists supporting the procedure. Based on extensive complaint investigations, these events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal/precision IFU and training materials provide adequate instructions on device usage and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.